Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. Additional information received: the surgical procedure and the position of rectal dissection (e.g., ra, rs, etc.) This case was ra. There was no problem with the removal of the device but the knife was still inserted and removed after the device was removed. There was no problem as usual before firing.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2024. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device was returned with no apparent damage, with the washer cut and no staples present. During inspection at the independencia pi lab, the device was found to continuously activate, and it was sent to cincinnati for further engineering analysis. When a test battery was inserted into the device, the green checkmark was not illuminated. The firing trigger was depressed, and the device fired. However, the motor would not break the firing cycle appropriately. The battery was removed to stop the device. The frames were removed, and the stop switch actuator was found to be damaged when the motor was removed from the handle, a portion of the actuator component was found stuck to the cam with silicone grease. The damaged stop switch actuator was removed from the complaint device and another stop switch actuator was inserted into the device. When the trigger was depressed on the device, the firing cycle started and stopped appropriately. The device was then fired an additional four (4) times to ensure the issue was not intermittent. The device performed as intended on every firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damaged stop switch actuator component, the continuous firing issue reported is confirmed. This issue was escalated through the risk management board. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 613c72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/30/2024 d4 batch # unk b3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the motor kept running and the knife was sometimes in and out after the rectal anastomosis. Firing was no problem and the ring had been checked. The motor continued to run when the battery was left on. The doctor removed the battery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.